Event description:
The customer initially contacted baxter regarding an unrelated issue. During a follow up call on (B)(4) 2011, the patient's wife indicated the patient was in the hospital. Additional follow up from global pharmacovigilance (gpv) on (B)(4) 2011 clarified that the patient had been hospitalized on (B)(6) 2011 for unspecified peritonitis. It is unknown if an exit site or tunnel infection was associated with the peritonitis. The patient was treated with unknown antibiotics (dose, route and length of therapy unknown). It is unknown if the cause of the peritonitis was related to a breach of aseptic technique. It is unknown if the baxter products or disposables were causally related to the event of peritonitis. The patient currently remains hospitalized but is recovering. The patient remains on dianeal therapy. Reportedly the nurse has no further information.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot numbers (h11e09023, h11e31019 and h11f21034) with no defects noted. The cause of the peritonitis was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Additional information received indicates the patient was hospitalized on (B)(6) 2011 due to the peritonitis. The cause of the peritonitis is unknown. The patient has not yet fully recovered from the event. Per the caregiver this peritonitis is an ongoing event from (B)(6) 2011 that has not resolved.

Manufacturer narrative:
(B)(4). As the patients discard supplies after each therapy, the sample was not requested. Should additional information become available a follow-up will be submitted. This is 1 of 2 reports associated with this incident.